Event description:
The customer reported "intervention has been requested to put the machine back to work." Which was later clarified by philips tier 2 team stating the customer reported a red x displayed on the heartstart mrx for an unspecified issue. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.